Manufacturer narrative:
(B)(6).

Event description:
It was reported that the blade was missing. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, there were two stenosis in the cephalic vein. The pcb 5mmx20mm was taken to the distal lesion without difficulty and dilated once at 8atm. The other stenosis was then pulled forward and dilated twice at 8atm and 10atm. Afterwards, the direction was changed so it could be pulled straight into the sheath for removal, but some resistance was felt. The device was removed easily after a little force was applied. The 6.0x40 symmetry-40 was dilated both sites once at 10atm and15atm without difficulty. However, when it was removed from the sheath there was a tugging sensation and was found ruptured; also the pcb's one blade was missing. A blade-like appeared that got caught in the sheath tip when the image was checked. And with the peeled blade caught, the sheath was removed and the blade was taken out of the sheath with tweezers. There were no fragments left and no patient complications reported.